Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant attempt, the helix on the right atrial (ra) lead would not deploy. The ra lead was not used and was successfully replaced. No patient complications have been reported as a result of this event.